Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, one magnet fell out of the lid on the roller pump. The pump wouldn't pause if lid was lifted because the magnet stuck to the casting on top of its sensor. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.